Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was unknown; however a potential lot number was provided by the customer. A device history record review was performed on potential lot number 74c1800029 and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the pressure relief valve popped off the column when the back pressure bulit up in the water bottle and column. No patient harm reported.